Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is most likely caused by applying excessive force on the shortening strands, nicking the suture with another instrument, fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the surgeon implanted the graft and seated the button of the tightrope. When he proceeded to shorten the graft in the tunnel, one of the pull sutures broke at the button site. The graft was not solid, the surgeon made a small incision at the lateral quad to examine the button break to see if the suture broke above or below the button. It was below the button. Suture was cut and implant was removed and used another acl tightrope rt (different lot) to complete the case. Acl right knee reconstruction.